Event description:
The pump was returned for investigation. Investigation revealed keypad cover damage, keypad button key contact contamination, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the display screen was dim and discolored. (B)(6).